Event description:
The customer reported that the system displayed intermittent filament regulator error messages during a procedure. There is no report of patient injury or death.

Manufacturer narrative:
A ge service representative performed an on site investigation. The battery pack and filament drive were replaced and the filament calibrated during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.